Event description:
It was reported by service report that the side rail latches were missing their compression springs and would have the potential to unlatch during use. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.